Manufacturer narrative:
The suspect lots were reported as sr17l07052 and sr17k08045. (B)(6). The device was received for evaluation. During visual examination, two ¿pinch marks¿ were observed at same location of tubing. Both pinch marks are approximately 59cm from the luer activated valve. Underwater pressure testing was performed and a leak was observed at in the tubing where pinch marks were noted. The reported condition was verified. The cause of the condition was determined to be the human misuse. A batch review was conducted for both suspect lots and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set appeared to have a ¿perforation in the final part¿ (no further details reported). The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.